Manufacturer narrative:
Customer is claiming false negative for flu a because they tested negative for flu a using ihealth test then "clinically tested flu a positive", but no relevant testing time provided "clinically tested "was not specified molecular test.the test results of ihealth covid-19/flu a&b rapid test for flu a vs. FDA-cleared molecular test. The manufacturer retested the lot (242cf10718) with flua positive samples, no false negative for flua were detected.

Event description:
Event details: I purchased a 4 pack of covid-19/flu a&b rapid tests, and all 4 tests in the box come up with false negative results. Two different people who clinically tested flu a positive came up with negative results using these tests. All tests were performed based on the guidance provided with the box.